Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Per medtronic, this lead was capped on (B)(6) 2015. We are unable to get oos information from the hospital on file. The physician on record is no longer practicing. This lead was taken out of service for an unknown reason. There were no adverse patient events reported. Should additional information be received, this file will be updated.